Manufacturer narrative:
H10 h3, h6: the reported fast-fix 360 curved ndl delivery sys intended for use in treatment, has not been returned for evaluation. Without the reported product a visual and functional evaluation cannot be performed and the customer¿s complaint cannot be confirmed. From the information provided, ¿during an unknown procedure, when the second shot was performed, the t anchor is not fixed where it should be¿. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of complaints and manufacturing batch records was preformed, no other complaints of this failure was found. Further investigation is not warranted at this time.

Event description:
It was reported that during an unknown procedure, when the second shot was performed, the t anchor is not fixed where it should be. It is unknown if a backup device was available and if a delay happened in the procedure. However, no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.